Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: n/a.

Event description:
It was reported before use of the bd¿ bulk, non-sterile needle there were seven device packages with double needles in the packages, and two devices that had foreign matter of epoxy.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: representative samples and photos were received by the manufacturing plant for evaluation. A quality engineer was able to review the pictures and inspect the returned samples. The returned samples didn't reveal any defects but the photos did show a double needle and excess epoxy thus verifying the reported issue. Qn review: no notifications were written for this batch. DHR review: one-hundred sixty-three visual inspections were performed on 8,350 parts with one defect noted for clogged needles. Product was assembled on nip line 1. Investigation results: the engineer was able to determine that the root cause for the double needle was a misassembled cannula. This occurs when a needle misses the hub and the epoxy on it ends up cured to the side of a second cannula. For the excess epoxy it was determined that epoxy built up on the assembly line and got transferred to the cannulas or a misassembled needle came into contact with the needles during assembly. These have been documented issues and corrective actions have taken place to eliminate them from reoccurring. Possible root cause: a mis-assembly at the cannulation operation causes a double cannula. A needle misses the hub, and falls on to the adjacent needle on the rack. If the operator does not see it, the epoxy cures, and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. If corrective/preventative action not required, provide rationale: the cannula assembly area on the nip lines has been modified to prevent mis-assembled cannula from accumulating, and possibly causing double cannulae. It is still dependent on the operator to continuously monitor the assembly process for assembly issues. We will continue to provide coaching and feedback to them as we become aware of issues. The fm were epoxy dripovers on the hub. Possible root cause: an epoxy dripover generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn't shut the epoxy off for a missing cannula the epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn't shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. These have been documented issues and corrective actions have taken place to eliminate them from reoccurring. .